Manufacturer narrative:
B3: unknown, reporter stated the issue has occurred within the last 6 months. H3: neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the extension lines were filling with air while being used with a cassette and micron filter. Reporter stated that the air issue resulted in the pump stopping early. Reporter stated that the issue was discovered when the patient was already on site to have the cassette changed, and large sections on air were discovered in the lines. There was no patient harm/adverse event reported.